Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B) (4) handheld computer would not power on after being properly charged. The computer and flashcard have been requested for return but have not been received to date.